Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer had pneumonia. The customer's blood glucose was 435 mg/dl. The customer stated that they were wearing the insulin pump at the time of the hospitalization but were asked to remove it at the hospital. They wear treated with insulin through intravenous drips. The customer was disconnected form the insulin pump for three days while they were in the ICU. When they were told to reconnect to the insulin pump it alarmed multiple errors, including a motor error possibly during manual priming process. They do not use the sensor feature. The customer stated that they were not using the insulin pump at the time and had reverted to a backup plan. The customer stated that the drive support cap was sticking out. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.